Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crtd) system, has been experiencing multiple episodes of ventricular tachycardia (vt) for which this device delivered appropriate electric shocks. Device interrogation revealed a code 1005, indicating an open circuit condition. The patient was admitted to the hospital due to an underlying health condition and a device change out procedure has been scheduled in the near future. No additional adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).